Event description:
It was reported a filter appeared to migrate 4-5 mm and tilt at a 45 degree angle immediately following deployment via a left femoral approach. It was indicated the pt felt abdominal discomfort during filter placement. The physician felt the pt was protected and a second filter was not placed. F/u indicated the physician is continuing to monitor the pt and the pt's abdominal discomfort has dissipated. It was also indicated that the pt had a large lumber vein and the filter may have been inadvertently placed in the lumbar vein. However, co's attempts to confirm this have been unsuccessful. Co's directions for use state: "confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."